Event description:
It was reported that the patient experienced a loss of therapeutic effect which began about 3 or 4 weeks ago. Around that time, the patient noticed a bulge in her back about 6 inches to the left of her lead. The patient had been doing a lot of bending. The patient had lost about 9 pounds recently but the neurostimulator felt snug in the pocket. The patient increased her stimulation and was going to track her symptoms.

Event description:
Additional information received reported the patient received assistance from her physician and/or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Continued from concomitant medical products. Lead model 3889-28 lot# v594488 implanted (B)(6) 2011 explanted unk; programmer model 3037 serial# (B)(4).

Event description:
Follow up information received indicated that the patient felt no stimulation and thought that the ins had stopped working. The physician reprogrammed the patient on (B)(6) 2012 with good results. If additional information is received, a follow up report will be sent.